Event description:
It was reported to philips that the heartstart mrx als defibrillator exhibited a self test failure. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the self-test failed. Available details indicated that the device showed an ECG failure during the test. The customer was instructed to perform the test again, but the results were the same. The customer requested an onsite evaluation of the device but has not provided a p. O. For service. Multiple good faith efforts were made to obtain additional information, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.